Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2012-06015. Reference MFR. Report#: 1627487-2012-06016. It was reported the patient was experiencing discomfort at the ipg site. On (B)(6) 2012, the patient's ipg was relocated. During the procedure, the patient's lead had migrated an was no longer providing coverage for the patient. Invalid impedance was found on an extension the doctor attempted to implant. As a result, the extension was not used and the patient's lead was explanted and replaced. Relocating the ipg and replacing the lead resolved the patient's issues. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.